Event description:
The customer reported the aq2010v +13.5 diopter aq2010v silicone three piece lens tore upon insertion. The lens was cut and removed from the eye during the same procedure. Another same model/diopter lens was implanted without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Reportedly, 3-piece silicone iol was torn off during insertion, requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015, the cause of the event was unknown. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation method: lens work order search. Results: visual inspection on the returned lens showed the lens was cut into 2 pieces and a piece of the optic was torn off and missing. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information, product evaluation and lens work order search we were unable to determine a specific root cause of the event. (B)(4).